Manufacturer narrative:
Siemens healthcare diagnostics investigated the issue and determined that if a test(s)/order(s) is cancelled by the operator while the instrument is aliquoting the sample, the dimension vista instrument may continue to deliver the cancelled sample or vial contents to the aliquot well(s). Future samples may be assigned to the same aliquot well(s) and become contaminated with the existing contents or overflow of the aliquot well may occur, potentially contaminating a surrounding well(s). This issue only occurs when an operator manually cancels a test(s)/order(s) for calibration, quality control (qc), or patient sample while the instrument is in the process of aliquoting the sample. An urgent medical device correction (umdc) vsw-19-01.a.us was sent to us customers and an urgent field safety notice (ufsn) vsw-19-01.a.ous was sent to outside the us (ous) customers. The umdc and ufsn indicate that siemens is working to provide an software update to address the issue and advise customers to not cancel test(s)/order(s) for calibration, qc, or patient samples until the instrument is finished with aliquoting the sample.

Event description:
During an internal validation process of the dimension vista software on a dimension vista 1500 instrument, siemens determined that a sample can be unexpectedly diluted if the operator manually orders a special dilution for an assay, which uses system diluent (sdil) in an on-board vial, and then manually cancels the assay while it is aliquoting. The aliquot well, which contains sdil, may remain available for a new primary aliquot and lead to an unexpected diluted sample. Upon further investigation, siemens determined that if an operator manually orders a linearity study, using on-board calibrator vials, and while it is aliquoting, cancels the study, the aliquot well(s) (which contains the calibrator) may be available for a new primary aliquot. This would lead to an unexpected mixture of the sample and calibrator. There are no known reports of patient intervention or adverse health consequences due to the findings from siemens' internal validation process.